Event description:
Note: this report pertains to the third of three events that occurred during the same procedure. Refer to associated MFR reports: 3005099803-2008-01355 and 3005099803-2008-01356 for a description of the first event. According to the complaint, three clips would not release from the catheter. One out of the three clips caused add'l bleeding to the bleedsite and an injection therapy was initiated to stop the bleeding. The physician completed the procedure with injection therapy. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008, 15-month hemostatic clipping prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.